Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-006: passed expiration date. Note 1: manufacturer contacted customer in a follow-up call on 19-may-2021 to ensure that the customer's condition had improved - able to establish contact with customer who stated his condition remained the same and that he was experiencing frequent urination. Due to the hi blood glucose test results, customer had been advised by his nurse to go the hospital on (B)(6) 2021. Customer's blood glucose test result when he arrived at the hospital was 660 mg/dl (not disclosed if fasting/non-fasting). Customer was diagnosed with hyperglycemia and given IV fluids to lower his blood glucose. Customer was discharged from the hospital on (B)(6) 2021 and was given metformin and another medication that he was unable to provide the name of. Customer had tested using the true metrix air meter that morning and had obtained a blood glucose test result of 330 mg/dl fasting. Note 2: manufacturer contacted customer in a follow-up call on 20-may-2021 to ensure that the customer's condition had improved - able to establish contact with customer who stated he was not currently experiencing any diabetic symptoms. No additional medical attention since the last call was reported. Customer had performed a blood glucose test that day and obtained a result of 260 mg/dl fasting using the true metrix air meter. Note: 3: manufacturer contacted customer in a follow-up call on 02-jun-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. Customer stated his nurse had been there that morning for a weekly, routine visit. Nurse had performed a blood glucose test on the customer, and the result obtained had been in the 520's. The customers expected am fasting blood glucose test result is 110 mg/dl. At the time of the call, the customer reported experiencing increased thirst; customer stated that medical attention was not needed at the time. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturers expiration date is 06/30/2022 and open vial date is (B)(6) 2021 (expired - opened more than four months ago). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 15-july-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: . Test strips were returned for evaluation. Reported defect not reproduced.- no defect found. Most likely underlying root cause: (B)(6): passed expiration date.